Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. It was reported that the patient heard an alarm on (B)(6) 2017. The patient was seen at the physician¿s office today, (B)(6) 2017 when the pump was interrogated and in the logs there was a motor stall occurred on (B)(6) 2017 at 16:26. No patient symptoms were reported. There was no recovery seen after that. It was unknown if there was any environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was reported as nothing was done to resolve the issue, however, the rate was put at minimum. The issue was not resolved at the time of the report. Surgical intervention did not occur but was planned and was scheduled for (B)(6) 2017. The patient status was noted as alive, no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 01-dec-2017 and it was reported that the pump was replaced. At the time of explant, the pump was delivering fentanyl (700 mcg/ml), clonidine (80 mcg/ml), bupivacaine (9.5 mg/ml), and morphine (2.0 mg/ml) in minimum rate mode. The pump eri (elective replacement indicator) was 22 months. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork for the pump. The pump logs were provided and were last examined at 2017-(B)(4) (last change 2017 (B)(4)) showed "stopped pump period may exceed tube set" occurred on 2017 (B)(4) at 16:08 and a motor stall recovery occurred on 2017 (B)(4) at 04:35. No further complications were reported/anticipated or expected.